Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, at this time. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm aortic valve was explanted after an implant duration of 8 years due to stenosis, calcification, svd, and ridged leaflets with restricted motion. A new 23 mm pericardial aortic valve was implanted in replacement. The new 23 mm valve seated well and the patency of both coronary ostia was preserved. Tee showed vigorous rv function. The patient tolerated the procedure well. The patient was discharged home in stable condition on post-operative day six.

Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed. Report of stenosis was visually confirmed due to calcification. As received, the valve was cut across leaflet 1. The polyester band ends and wireform ends matched up. X-ray demonstrated moderate calcification on the remaining leaflets and leaflet fragments. Calcification was observed to limit leaflet mobility, and likely led to the reported stenosis. All three leaflets were cut by approximately 10mmx6mm on leaflet 1, 14mmx6mm on leaflet 2, and 9mmx6mm on leaflet 3. The cuts had smooth and even edges. Some of the leaflet fragments were returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Leaflet 3 had a 3mm tear near commissure 3; calcification was observed at the tear region.